Event description:
It was reported that the right ventricle lead exhibited increased threshold since implant. On (B)(6) 2021, the lead was attempted to be repositioned. During the procedure, the helix of the lead did not extend. The right ventricle lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. The reported event of the helix mechanism issue was confirmed. A complete lead with a stylet was returned in one piece for analysis. X-ray examination found the over-torqued inner coil at the connector region consistent with procedural damage. Visual inspection found the helix to be retracted and clogged with blood/tissue. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.